Event description:
It was reported that the lesion was located in the mid right coronary artery (rca) with heavy calcification and no tortuosity. The mini trek balloon was removed from the packaging, prepared and connected to an indeflator. At that point, the nurse suspected that there was a leak in the balloon as some air bubbles were noted in the indeflator when negative pressure was applied. The physician thought that perhaps the indeflator was not properly connected to the mini trek balloon and proceeded to advance the device and attempt to inflate it in the anatomy. The balloon could not be inflated and it became clear that there was indeed a little hole in the balloon. The balloon was retracted from the anatomy and another mini trek was used to continue the procedure. No adverse patient effects were reported. No additional infomation was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, inflation: priority pack 20/30, sheath: 6fr. (B)(4): use after damage. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed a hole in the balloon over the distal balloon marker. The scanning electron microscopy (sem) lab analysis revealed that the balloon rupture may possibly be related to exposure conditions or a material/processing discrepancy. Factors that may contribute to balloon rupture/leak include but are not limited to balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. It was reported that the device was used although a leak was suspected during preparation for use. It should be noted that the mini trek coronary dilatation catheter instructions for use (IFU) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. In this case the IFU deviation did not cause or contribute to the reported complaint. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the information reviewed, there is no evidence to suggest a product deficiency.